Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report an inaccuracy between the one touch ultrasmart meter and another meter. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The smss sent a letter requesting the patient contact medical surveillance. Approximately fourteen days prior, during a physician's office visit, the patient was informed the reported meter was giving blood glucose readings 'different' from the physician's meter. No specific data was provided. Due to this issue, the patient chose to stop using the reported meter. In the same month, the patient claimed to have experienced a cold and 'diabetic symptoms'. The patient took herself to the emergency room, where she was treated with insulin and medication for her cold. It would have been helpful to determine the meter readings on the reported meter and the hcp meter, if the patient took her usual meals and medications during the time period she did not test her blood glucose levels, if the patient used any other meter during that time, if the patient made any adjustments to her insulin regimen during that time period, her specific symptoms on the day of the event, her blood glucose level as tested in the emergency room, her specific insulin treatment, her expected blood glucose readings and medication regimen. Troubleshooting revealed the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. It is unknown what the alleged inaccuracy was between the reported meter and the hcp meter. The insulin-dependent patient allegedly stopped using the reported meter due to this issue, and subsequently experienced 'diabetic symptoms', and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.